Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an external device. It was reported that the patient stated that they have been trying to connect to the pump to bolus since about 2am and they were seeing a screen that they were not familiar with. The patient described the therapy details screen. The agent reviewed how to exit the therapy details screen and patient stated they were able to see the bolus screen. While on the call the patient clicked on the "bolus" button and then patient stated the handset freezes at 90%. Patient stated the handset started freezing at 90% about "4-5 weeks ago or so." The agent reviewed data and assisted the patient in deleting the data. Patient was then able to connect to the pump with no lag at 90%. Patient will call back if they need further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting the pump was messing up and all they could get was directions that did not do anything and it was all scrambled up. Agent asked the patient for clarification and patient said that they saw adobe acrobat, screentime, and dashboard. Agent had the patient close all applications on the handset and then connect to the pump. It was then discovered that the handset was lagging at 90%. Agent reviewed and guided the patient through clearing the data. Patient was then able to connect to the pump without any lag. Patient mentioned during the call that they had trouble with placing the communicator in the right spot to find the pump. Agent asked for the event date, however patient said that they did not understand. Patient was extremely hard of hearing and had difficulty understanding agent throughout the call. When asked for drug, patient said that it was not fentanyl but that it was the next one up.